Event description:
The patient visited the surgeon for a post-op visit with pain. Upon examination, there was no palpable pain, however the x-ray confirmed that screws were broken. According to the sales representative, the broken screws were placed in the most distal hole and the proximal lateral hole. The plate was bent for the mc joint fusion and placed dorsally. The surgeon noted that the patient was non-compliant during this time. A revision case occurred in (B)(6) when the plate and all screws were removed and replaced with a trilliant utility plate.